Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent c1-c3 cervical fusion surgery with posterolateral approach and implanting rhbmp-2/acs on multiple levels with autograft and instrumentation. The patient was subsequently diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Event description:
It was reported that on: (B)(6) 2008: the patient presented with cervical stenosis and pseudoarthritis c1-2. The patient underwent c1 through c4 de-compressive laminectomies, c3-4 bilateral foraminotomies, removal of prior fusion hardware, non instrumented in situ fusion c1-3 using local harvested bone and bmp, intra-operative neuro monitoring. As per-op notes, "the patient's fusion mass was supplemented using local harvested bone as well as bmp and placed postero-laterally on the remaining lamina of c1, c2 and c3. No patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.